Event description:
It was reported that the patient experienced a urinary tract infection noted as a worsening/exacerbation of a preexisting condition. A urine culture was taken (results not reported). The patient was given antibiotics (macrobid 100 mg b.i.d. For 7 days) and the outcome, as of (B)(6) 2010, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v386611, implanted: (B)(6) 2010, product type: lead. (B)(4).